Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_prog, serial# unknown, product type programmer, physician section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver gablofen (baclofen) 2000mcg/ml at 177.4mcg/day. It was reported that the pump shut down before being replaced. The pump was alarming, but the patient did not notice for several days. The pump had reached the elective replacement indicator (eri) and shut down on (B)(6) 2025. The patient saw the doctor on (B)(6) 2025 for a pump interrogation when they realized the pump had reached eri. The patient was also on oral baclofen, so did not notice any significant withdrawal symptoms. It was noted that the pump was supposed to be replaced back in august, but the replacement surgery was cancelled for an unknown reason and was never rescheduled. The doctor was able to aspirate the catheter on (B)(6) 2025 to ensure it was still patent. The patient stayed on oral baclofen until they were able to be scheduled for a pump replacement on (B)(6) 2025. The patient had an urgent pump replacement on (B)(6) 2025. At the time of this report, the issue was resolved. Additional information received indicated that end of service (eos) did occur prior to pump replacement. Eos occurred on (B)(6) 2025. Eri did not occur prematurely or unexpectedly. In regards to the cause of the patient not noticing the alarm, it was reported that the patient living in a care facility and it was reported that the alarm was not audible.

Event description:
Additional information was received from the manufacturer's representative (rep) and was confirmed/provided by the healthcare provid ER (hcp). It was reported that the hcp was using a tablet with software version 2.0.1367.

Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown, product type: software. H2. Correction: this event is reportable for device malfunction for the pump. The other concomitant product a810 (previously unknown programmer) was corrected to not reportable. H6. Coding has been corrected with regards to the a810 coding previously reported not being applicable. Therefore, d12, a1407, a2303, and f15 are no longer applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.